Event description:
It was reported that the pt was no longer able to hear well with her device. An audiogram carried out on (B)(4) 2010 shows a decrease of the air conduction thresholds, the bone conduction thresholds remain unchanged. The audio processor was checked, and it was functioning. With the audio processor set at maximum setting, a measure of aided and unaided thresholds was performed in soundfield. Results showed no gain at all frequencies, except 15 db at 2 khz. Rtf testing showed no response. A revision surgery was carried out on (B)(6) 2010 which showed no displacement of the floating mass transducer (incus placement). After this surgery, the pt continued reporting just hearing some noise. The pt was re-implanted on (B)(6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.